Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the device's therapy connector assembly appeared to be worn and that as a result the therapy cable that he was testing with the device would only make intermittent connection when the cable was seated at a certain angle. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was that socket 1 was badly damaged and would make only intermittent contact with a mating test therapy cable assembly. This led to the test cable only being intermittently recognized as being connected to the device.

Event description:
The customer, an ems (B)(6), contacted physio-control to report that their device would not detect a patient's ECG using paddles lead ECG. As a result, defibrillation would not have been possible if it were necessary. The customer advised that the ems crew had arrived on scene and found the patient unconscious and unresponsive. The ems crew attempted to view the patient's ECG rhythm in paddles lead ECG but continued to receive a "connect electrodes" message. The ems crew then switched to ECG limb leads and was able to confirm that the patient was asystole and that defibrillation therapy was not required. The patient did not survive the event; however, the ems (B)(6) advised that the reported failure did not contribute to the patient outcome as the patient was asystole upon arrival of the ems crew. No further details about the patient or the event were made available to physio-control. A physio-control clinical specialist reviewed the reported event and also concluded that the device use did not contribute to the patient outcome.